Manufacturer narrative:
Date of event is an approximate date as the exact date is unknown.

Event description:
It was reported that due the device no longer working the patient had his inflatable penile prosthesis (ipp) explanted. It was explained that the device was not inflating. The patient felt a pop after lifting a heavy load for work around (B)(6) 2020. A new ipp device was implanted. The patient is expected to fully recover.